Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead had an out of range pacing impedance occurred once last (B)(6) and another on mid (B)(6). Noise could not be created with isometrics and pocket manipulation and currently pacing impedance measurements were in range and stable. The following physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).